Event description:
Information was received that a patient had diffuse lamellar keratitis (dlk) after a refractive surgery. Three days later, the flap was lifted. The dlk has resolved and the pt is doing very well with a visual acuity of 20/20.